Event description:
Patient developed facial disfigurement on the left side, swelling, pain, loss of fat tissue, and skin indentations. Sculptra was used on her for cosmetic reasons on (B)(6) 2014 and she was never informed of the possible side effects.